Event description:
The customer reported that their pump screen went blank unexpectedly and would not turn on, with the led indicator displaying a red color. There was no adverse impact to the customer's blood glucose level, remaining within normal range. The customer reverted to an alternate method of insulin therapy.